Event description:
On (B)(6) 2010, this pt was treated with gore tag thoracic endoprostheses to treat a thoracic aneurysm. On (B)(6) 2011, an angiogram revealed a proximal type I endoleak. An additional device was implanted to address the endoleak. The endoleak resolved and the pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork is being conducted.